Event description:
During a lap sleeve gastrectomy the assistant noticed that the suction irrigator was leaking. This did not affect the patient or the sterility of the procedure. The nacl is leaking from the valve that is pushed for the irrigation. The nacl leakes around this valve. This was occurring about a year ago, and has apparently started again. Stryker rep. Was notified. Manufacturer response for suction irrigator, strykeflow 2 (per site reporter): no reply to date.